Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present when the plunger was removed¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional two proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the common femoral vein was attempted with three proglide devices using the pre-close technique via a 6f sheath prior to a cryoballoon ablation interventional procedure. Reportedly, the first proglide device was successfully pre-placed at the 10 o'clock position. A second proglide device was attempted to be deployed at the 2 o'clock position; however, when the plunger was removed there was no suture present. The process was repeated with a third and fourth proglide device with the same result, when the plunger was removed there was no suture present. The sheath was upsized to a 15f and the cryoballoon ablation procedure was completed. Hemostasis was achieved with the suture of the first pre-placed proglide. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.